Event description:
It was reported that intermittent occlusions occurred. The customer's blood glucose level was "high", although specific value was not provided on 05/29/2025. The customer addressed the elevated blood glucose level by a correction bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.